Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm or frozen screen noted. The device was received with minor scratched display window. The unit also was received with cracked case display window corner, cracked reservoir tube lip, and cracked lcd window.

Event description:
It was reported that the customer's insulin pump alarmed button error. The mother stated that they were on vacation at the beach when it happened. The customer was attempting to input her carbs and the device was frozen. Then the caller removed and inserted the battery, but the insulin pump alarmed button error. The blood glucose reading was 50mg/dl. Advised the caller to discontinue use of the device and revert to back up plan. No further information was provided.